Event description:
A pt intubated with 4.0, pediatric tracheostomy tube experienced labored breathing and distress requiring the device to be removed and replaced. Homecare nurse reports that after the 4.0 device was removed and examined, a large mucus plug was dislodged. This occurred approx two (2) weeks after the 4.0 device was inserted. It was also reported that pt was experiencing an increase in secretions requiring more frequent suctioning. On multiple occasions difficulty was encountered with suctioning the device with a 10fr catheter. There was one (1) pt involved with no reported pt compromise.